Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, allergy to metals, rash, skin disorder and hypersensitivity had resolved and the vaginal infection, cystitis, urinary tract infection, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, fatigue, hypersensitivity, menorrhagia, rash, skin disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia (heavy menstrual bleeding), nickel allergy , rash , skin condition ,hypersensitivity, vaginal infection ,bladder infect ,uti , fatigue, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received. Reporters information, patient demographics, essure insertion and removal dates updated. Events added- menorrhagia (heavy menstrual bleeding), nickel allergy , rash, skin condition, hypersensitivity, vaginal infection, bladder infect, uti , fatigue, weight gain, hair loss were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain:abdominal'), pelvic abscess ('abscess') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, ovarian serous cystadenofibroma and uterine bleeding. In december 2011, the patient experienced hypothyroidism ("hypothyroid"), allergy to metals ("nickel allergy"), rash ("rash /chest rash"), urticaria ("hypersensitivity:hives"), cystitis ("bladder infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), skin disorder ("skin condition"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), perineal pain ("always look like a bad sunburn and gets worse before every period") and vitamin b complex deficiency ("low vitamin b") and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic abscess, vaginal infection, cystitis, urinary tract infection, fatigue, weight increased, perineal pain, vitamin d decreased and vitamin b complex deficiency outcome was unknown and the menorrhagia, hypothyroidism, allergy to metals, rash, skin disorder, urticaria and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, fatigue, hypothyroidism, menorrhagia, pelvic abscess, perineal pain, rash, skin disorder, urinary tract infection, urticaria, vaginal infection, vitamin b complex deficiency, vitamin d decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia (heavy menstrual bleeding), nickel allergy, rash, skin condition, hypersensitivity, vaginal infection, bladder infect, uti, fatigue, weight gain, hair loss. Low vitamin b. I had them removed by bilateral salpingectomy (unfortunately doctor pulled the coils) and was feeling ok. I got my menstruation in (B)(6) and have been bleeding ever since. Doctors can't figure out why. I'm afraid that I have a fibers or fragments left in my body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Imaging procedure - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain:abdominal'), pelvic abscess ('abscess') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, ovarian serous cystadenofibroma and uterine bleeding. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hypothyroidism ("hypothyroid"), allergy to metals ("nickel allergy"), rash ("rash /chest rash"), urticaria ("hypersensitivity:hives"), cystitis ("bladder infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), skin disorder ("skin condition"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), perineal pain ("always look like a bad sunburn and gets worse before every period") and vitamin b complex deficiency ("low vitamin b") and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)-2017. At the time of the report, the abdominal pain, pelvic abscess, vaginal infection, cystitis, urinary tract infection, fatigue, weight increased, perineal pain, vitamin d decreased and vitamin b complex deficiency outcome was unknown and the menorrhagia, hypothyroidism, allergy to metals, rash, skin disorder, urticaria and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, fatigue, hypothyroidism, menorrhagia, pelvic abscess, perineal pain, rash, skin disorder, urinary tract infection, urticaria, vaginal infection, vitamin b complex deficiency, vitamin d decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia (heavy menstrual bleeding), nickel allergy, rash, skin condition, hypersensitivity, vaginal infection, bladder infect, uti, fatigue, weight gain, hair loss. Low vitamin b. I had them removed by bilateral salpingectomy (unfortunately doctor pulled the coils) and was feeling ok. I got my menstruation in january and have been bleeding ever since. Doctors can't figure out why. I'm afraid that I have a fibers or fragments left in my body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Imaging procedure - on (B)(6)2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received. Event added: abscess. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain:abdominal'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and hypothyroidism ('hypothyroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, ovarian serous cystadenofibroma and uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hypothyroidism (seriousness criterion medically significant), allergy to metals ("nickel allergy"), rash ("rash /chest rash"), urticaria ("hypersensitivity:hives"), cystitis ("bladder infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), skin disorder ("skin condition"), vaginal infection ("vaginal infection"), urinary tract infection ("uti") and perineal pain ("always look like a bad sunburn and gets worse before every period"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal infection, cystitis, urinary tract infection, fatigue, weight increased and perineal pain outcome was unknown and the menorrhagia, hypothyroidism, allergy to metals, rash, skin disorder, urticaria and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, fatigue, hypothyroidism, menorrhagia, perineal pain, rash, skin disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia (heavy menstrual bleeding), nickel allergy , rash , skin condition ,hypersensitivity, vaginal infection ,bladder infect ,uti , fatigue, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Imaging procedure - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported from social media report : burning pain in perineal area . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: new events added: always look like a bad sunburn and gets worse before every period and reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain:abdominal') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, ovarian serous cystadenofibroma and uterine bleeding. In (B)(6) 2011, the patient experienced hypothyroidism ("hypothyroid"), allergy to metals ("nickel allergy"), rash ("rash /chest rash"), urticaria ("hypersensitivity:hives"), cystitis ("bladder infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), skin disorder ("skin condition"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), perineal pain ("always look like a bad sunburn and gets worse before every period") and vitamin b complex deficiency ("low vitamin b") and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal infection, cystitis, urinary tract infection, fatigue, weight increased, perineal pain, vitamin d decreased and vitamin b complex deficiency outcome was unknown and the menorrhagia, hypothyroidism, allergy to metals, rash, skin disorder, urticaria and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, fatigue, hypothyroidism, menorrhagia, perineal pain, rash, skin disorder, urinary tract infection, urticaria, vaginal infection, vitamin b complex deficiency, vitamin d decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia (heavy menstrual bleeding), nickel allergy , rash , skin condition ,hypersensitivity, vaginal infection ,bladder infect ,uti , fatigue, weight gain, hair loss. Low vitamin b. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Imaging procedure - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media: new events added: vitamin d low and low vitamin b was added. Reporter was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain:abdominal'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and hypothyroidism ('hypothyroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, ovarian serous cystadenofibroma and uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hypothyroidism (seriousness criterion medically significant), allergy to metals ("nickel allergy"), rash ("rash /chest rash"), urticaria ("hypersensitivity:hives"), cystitis ("bladder infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), skin disorder ("skin condition"), vaginal infection ("vaginal infection") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal infection, cystitis, urinary tract infection, fatigue and weight increased outcome was unknown and the menorrhagia, hypothyroidism, allergy to metals, rash, skin disorder, urticaria and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, fatigue, hypothyroidism, menorrhagia, rash, skin disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia (heavy menstrual bleeding), nickel allergy , rash , skin condition ,hypersensitivity, vaginal infection ,bladder infect ,uti , fatigue, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Imaging procedure - on (B)(6) 2012: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information, patient demographics was added. Added event hormonal changes ¿ hypothyroid, abdominal pain. Pt changed for event hypersensitivity to hives. Event onset date. Updated outcome of events from unknown to recovered/resolved. Concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.